Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette with green flow stop, the pump exhibited ?no disposable, pump wont run" alarm. Per reporter the residual volume was 56.8 ml, rate 2.1 ml/hr and given 37.15 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.